Manufacturer narrative:
Insulin pump passed the displacement test. The device received compromised force sensor system alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/ compromised force sensor system test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. The device was received with loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump alarmed compromised force sensor system. Customer stated drive support cap was protruded. Customer¿s blood glucose was 113mg/dl at time of incident. Customer advised to discontinue use of the pump and revert to back up plan. Insulin pump will be return for analysis.